Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2010-01294 for a description of the first device. It was reported to boston scientific corporation that during a vaginal vault prolapse procedure using an uphold vaginal support system, the capio cage would not hold the needle when it was being pulled out of the patient's cavity. The lead suture 'broke on one side' and it is unknown if the suture and/or needle detached inside the patient. The physician performed an anterior colporrhaphy to complete the procedure and the patient reportedly had no problems one week post-operatively.

Manufacturer narrative:
Visual analysis of the returned uphold mesh assembly showed a light kink on the distal end of the solid blue dilator. The sutures were not broken, which does not confirm the reported complaint. Visual analysis of the returned capio device showed that there was a crack on the gray handle but no defects were observed to the carrier or cage. Mechanical testing of the returned capio device showed it to operate smoothly and freely. The probable root cause for this event was not confirmed. The probable cause for the cracked capio handle was found to be shipping damage during transit from the hospital to boston scientific. The probable cause for the light kink is that it is a tool mark.

Manufacturer narrative:
Note: two physicians presided over this procedure; (B) (6). The device has not been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2010-01294 for a description of the first device. It was reported to boston scientific corporation that during a vaginal vault prolapse procedure using an uphold vaginal support system, the capio cage would not hold the needle when it was being pulled out of the patient¿s cavity. The lead suture ¿broke on one side¿ and it is unknown if the suture and/or needle detached inside the patient. The physician performed an anterior colporrhaphy to complete the procedure and the patient reportedly had no problems one week post-operatively.